Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced a low blood glucose (bg) level of 30 mg/dl. Customer consumed carbohydrates to address bg level. The customer did not recall additional information regarding the event.